Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the bent and cracked outer tube, broken outer tube is cause traced to component failure and for minor stain in light guide cover glass is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited bent, cracked outer tube, broken outer tube, no image and minor stain in light guide cover glass. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained after the legal manufacturer's final investigation was reopened for updates. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: stains under lg cover glass . A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. The most probable cause of the additional finding could not be determined. Olympus will continue to monitor field performance for this device.